Event description:
The customer reported the system was not switching on. No boot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse. The system operates as intended.